Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, dis150, disposable marked spring tip guidewire, was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿cleanguide disposable guidewires and the base of the spring tip completely bent. They took another guidewire and it bent at the same point just as easily. No harm to the patient. No delays. It was noticed at the end of the procedure when it was removed. Staff did not ¿feel¿ any resistance, or that it ¿got hung¿ on anything during the procedure.¿. The procedure was completed as planned with no report of injury, medical intervention, or hospitalization for the patient and having used two devices with the same lot number. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, dis150, disposable marked spring tip guidewire, was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿cleanguide disposable guidewires and the base of the spring tip completely bent. They took another guidewire and it bent at the same point just as easily. No harm to the patient. No delays. It was noticed at the end of the procedure when it was removed. Staff did not ¿feel¿ any resistance, or that it ¿got hung¿ on anything during the procedure.¿. The procedure was completed as planned with no report of injury, medical intervention, or hospitalization for the patient and having used two devices with the same lot number. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation to date however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 60,148 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Carefully inspect the unit to verify that the sterile package of the product has not been damaged in shipment. Remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. Guidewire is inserted through the biopsy channel of an endoscope with the spring tip to be located just past the esophogastric (e.g.) Junction into the gastric cavity. The endoscope is then withdrawn. This issue will continue to be monitored through the complaint system to assure patient safety.